Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, there was a bent pin in the electrode belt trunk cable connector. The cause for the code 204 is a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is the bent pin in the electrode belt trunk cable connector. The root cause for the bent pin cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.